Manufacturer narrative:
The device involved was an unknown baxter cassette. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis manifested by cloudy effluent. The break in aseptic technique was further described as the patient inadvertently stepping on their patient line which resulted in unspecified damage to the disposable. In the same month as the onset, the patient was hospitalized for eight days for the peritonitis. The patient was treated with cefepime and vancomycin (dose, route, and frequency were not reported) for the peritonitis. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available.